Event description:
It was reported that pump battery life was shorter than usual, requiring daily charging. There was no reported impact to the customer¿s blood glucose level. Customer declined follow up with technical support, no event date or further details were obtained, and technical support was unable to confirm battery depletion issue while customer proceeded with renewal process.